Manufacturer narrative:
The liberty cycler was returned for eval; no non-conformities were found. The unit passed all tests during simulated treatment testing and met specifications. A batch record review was conducted and confirmed there were no deviations or non-conformances. Product labeling, material, and process controls were found to be within specifications. A clinical investigation was performed. During a follow-up call, the pd nurse stated that the pt had started receiving intraperitoneal antibiotics on (B)(6) 2011. The pt was seen on the pd clinic and hospitalized due to peritonitis on (B)(6) 2011. The pt was discharged on (B)(6) 2011. The cycler was replaced and the pt continues to use the replacement cycler without further problems. Per the fmc associate medical director, there is no contact between dialysis solution and the cycler which would cause on infection. There was no report of a fluid leak. The most common cause of peritonitis is touch contamination. Pd fluid cultures showed coagulase negative staphylococcus, which part of the normal skin flora. This is retrospective MDR being submitted by fresenius medical care as a remediation action submitted to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.

Event description:
The peritoneal dialysis (pd) pt reported that during a previous pd therapy on (B)(6) 2011 she noticed a lot of bubbles/air on her liberty cycler. She stated that there was no alarms during the event. The pt stated that there was no fluid leak events. The pt stated that she was in the hospital for peritonitis, diagnosed on (B)(6) 2011, and she was uncomfortable using her device. The cycler was replaced.